Event description:
Customer reported via phone, the insulin pump alarmed button error and she can't clear it. Customer switched the battery and it still wouldn't clear. Customer's blood glucose was 122 mg/dl. Customer mentioned the device was her pocket for the past week and the freezing has been reoccurring since then. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.